Event description:
It was reported that the patient presented to the emergency room, symptomatic with an escape rhythm in the 30's. The device interrogated in hardware reset, with no hv therapy. The device also was not capturing at 7.5v. The device was explanted and replaced.

Manufacturer narrative:
As received, the device exhibited no communication. The back-up vvi experienced in the field and no communication were caused by a low battery voltage. The device current was normal and testing revealed no anomalies. The battery was sent to the manufacturer for further evaluation. An internal anomaly was found to be the cause for the rapid battery depletion.